Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted no blood or contrast visible. The stent implant was dislodged from the balloon and was returned inside the orange protective sheath, confirming the reported dislodgement. There was no damage noted to the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The stent outer diameters and inner diameter of the orange protective sheath were measured and met manufacturing criteria. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the stent delivery system (sds), negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It is possible the protective sheath was inadvertently handled during removal, resulting in the stent dislodgement, however, this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported stent dislodgement could not be confirmed.

Event description:
It was reported that during preparation of the 3.5 x 15 multilink vision coronary stent system, the physician noted that when the protective sheath was removed, the stent was not mounted on the balloon. The stent was found in the tray. The procedure was completed using a new vision stent system. There was no adverse patient effect and no reported clinically significant delay in the procedure. Though requested, no additional information was provided.